Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, h10 and h11. Review of the most recent repair record determined that the control bar was out of place. The control bar was adjusted. The lever, screws, and bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Event description:
It was reported that during surgery the device was catching and there was resistance while taking the graft. The graft edges also came out jagged and was damaged but no additional graft was taken. There was no note of patient harm or delay. Sutures were not required. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4).. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.